Manufacturer narrative:
Conclusion the complaint cannot be verified due to handling error. Result e4 on (B)(6) 2013 was found in the history list. The e4 was not cleared according to the user guide. The e4 occurs (occlusion) if the force, measured by the force sensor, is too high. This is not a malfunction of the insulin pump. The occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: customer set the pump in stop mode on (B)(6) 2013 at 08:01. The pump was set into stop and remained in the stop mode. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported receiving an elevated blood glucose level that occurred after the infusion device displayed an e4 (occlusion) error during the night. Blood glucose result was not provided. Patient stated he was hospitalized due to the elevated blood glucose level; suspicion that the infusion device does not deliver insulin accurately as the elevated blood glucose level continues while in the hospital. Treatment received was not provided. Blood glucose levels received while in the hospital were not provided. Patient's normal blood glucose level was not provided. No further information is available. Requested return of the alleged infusion device for evaluation.